Manufacturer narrative:
Investigation summary this complaint is for misidentification of staphylococcus aureus as staphylococcus epidermidis when using phoenix panel pmic/ID-107 (448607) batch number 1021774. The customer did return lab reports, but did not return isolates or panels for investigation. The complaint batch was not available for investigation due to the batch being expired at the time of investigation. To investigate, a total of four (4) retention panels from the same material number but a different batch were tested using in house isolates of staphylococcus aureus (a29213; a25923; 4757 and a43300) on a phoenix instrument and evaluated for identification results. One panel was tested per isolate. Two panels identified correctly as staphylococcus aureus (a43300 and a29213).the other two panels identified incorrectly as staphylococcus epidermidis (4757 and a25923). This complaint is confirmed for misidentification. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that while using panel phoenix pmic/ID 107 a misidentification was observed by the laboratory personnel. A repeat test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer is reporting a mis-ID on their phoenix panels.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using panel phoenix pmic/ID 107 a misidentification was observed by the laboratory personnel. A repeat test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that customer is reporting a mis-ID on their phoenix panels."